Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection revealed solution in the bag that contained the device. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking at the center port. This occurred before use. There was no patient involvement. No additional information is available.